Event description:
I have come across misnamed medications on my wholesaler's website and on my pharmacy computer software; for example "dextroamphetamine 15 mg" when the product is actually the combination of "amphetamine/dextroamphetamine ir 15 mg" and more recently "trelegy" that doesn't specify the strength. "Trelegy" came through on an e-script without a strength, it didn't have a strength listed on my wholesaler's website and my pharmacy software was missing the strength as well. I honestly thought it only came in one strength. My computer software technicians say they don't control the naming of the medications and can't change them. I can manually change them in my computer, but whenever we receive a drug update the names revert back to the original misnamed product. The wholesaler is (B)(6) and the computer software is (B)(6). I did contact (B)(6) and they have fixed the drug name in their system. I contacted (B)(6) but they said there wasn't anything they could do about the drug name. They said they use (B)(6) for their drug content. I am not sure which software vendor the prescriber uses. I am attaching some screen shots of (B)(6) software and the escript that I received. (B)(4).